Manufacturer narrative:
(B)(4).

Event description:
The customer initially stated that he was having issues with quality controls tested for vanc3 vancomycin (vanc) on two cobas 6000 c (501) module - c501 analyzers (serial (B)(4)). The customer did not have issues with any other analytes. The test is calibrated and then controls are tested. Controls will be within range. Next time controls are run, they are out of range low. The customer pulled at least 10 patient samples and questioned the results. The customer mentioned that he used several reagent packs and did not know if he tried using a different shipment or not. The customer mentioned that the refrigerator was down the previous week, so he does not know if this may have affected the reagent. The customer later mentioned that he thinks the issue may be related to a reagent shipment. With reagent from his sister site, he was able to calibrate, run controls, and then repeat the affected patient samples. The customer provided data for 34 patient samples with questioned vanc results. Of these, 14 had erroneous initial results that were reported outside of the laboratory. The customer did not know which c501 analyzer (serial (B)(4)) was used for the initial testing of each sample. Please refer to the medwatches with the following (B)(6) = c501 serial (B)(4). (B)(6) = c501 serial (B)(4). Refer to the attachment for all patient data. All repeat testing was performed on analyzer serial (B)(4) and the repeat values were believed to be correct. The column labeled "revised vanc result" represents an average of the first and second repeat values. The "revised vanc result" is the amended value. No adverse events were alleged to have occurred with the patients. The vanc reagent lot number was 24056401. The reagent expiration date was asked for, but not provided. The field service engineer went to the site on 20-mar-2018 and checked the analyzer. He stated that the customer loaded reagent lot 276449, then ran calibrations, controls, and patient samples; all results were within specifications. There were no instrument alarms. On (B)(6) 2018, the customer stated that they continued control issues with the new lot (276449). The customer tried new reagent cassettes, new calibrators, and new control bottles, but the issue persisted. When checking calibration data for c501 analyzer serial (B)(4), certain calibrations had unexpectedly low calibration values. The last 2 calibrations performed on this instrument dated 16-mar-2018 showed closer to expected calibration values. At this time, the customer requested a visit from the field application specialist fas. The fas visited the site and performed precision studies.

Manufacturer narrative:
The precision studies performed by the fas were performed after the reagent pack had been inverted. The precision was within specifications. The investigation was unable to find a definitive root cause.